Manufacturer narrative:
A patient death was reported to abbott. Event details describe the patient experienced an accident in a swimming pool. The patient experienced a cardiac event and drowning; however, the order of events is unknown at this time. Following the accident, the patient lost brain function. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-23711, 1627487-2020-23713, 1627487-2020-23714. It was reported that patient passed away on (B)(6) 2020. The patient experienced an accident in a swimming pool on (B)(6) 2020. The patient experienced a cardiac event and drowning; however, the order of events is unknown at this time. Following the accident, the patient lost brain function. An autopsy will be performed. No additional information is known at this time. Since it is not known which device, if any, contributed to the issue, all possible devices are being reported on.

Event description:
Additional information found the physician stated the autopsy indicates the patient passed away from a heart attack; therefore therapy did not contribute to the patient's death. The device is no longer reportable.